Event description:
It was reported the customer was hospitalized for hypoglycemia. It was also reported the basal rate in the insulin pump was incorrect. Customer was treated with fast acting glucose and recovered a few hours later.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.